Manufacturer narrative:
Product analysis conclusion: the reported type ii endoleak was confirmed on the films provided, however, the proximal inadequate seal could not be confirmed. The pre-implant anatomy is unknown and complete post CT's, including post-cts closer to the implant date were not available for review. It is possible that the observed type ii endoleak may have contributed to disease progression over time leading to the reported inadequate seal, but this could not be fully confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted for the endovascular treatment of a aaa on an unknown date. It was reported the details of the implant procedure are unknown but it was said it was likely a etbf3216c145ej that was implanted based on the measured values. Endurant limbs were placed on both sides with common iliac artery landing.  It was reported during a follow-up visit, a CT was performed where expansion of the aneurysm was noted to 66mm.  The proximal landing area is shortened due to the increasing aneurysm diameter, it was said if not treated a type ia endoleak may occur. A type ii endoleak from the lumbar arteries at l2 and l3 was noted.  Per the physician the cause of the event is patient vascular morphology and the type ii endoleak from the lumbar arteries.  No additional clinical sequalae were provided and the patient will be monitored.